Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a ventricular fibrillation episode and the therapy delivered did not stop the episode which after a short while returned to sinus by itself. An induction test was performed and reprogramming was made. Patient was in good condition.